Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A remote service engineer (rse) connected with the customer remotely and found system not booting up. Upon troubleshooting, biomed took off the covers of the m and b cabinets and discovered that the hard drives of the flex vision pc were not powering on. Rse identified a faulty bios battery in the flex vision pc. To resolve the problem, rse ordered a flex vision pc and biomed replaced this and return the part for further analysis and the failed component was cmos battery. After replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unbale to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.